Event description:
The manufacturer received information that the ventilator would not cycle. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a high temperature alarm was observed and the device downloaded event log. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. During the evaluation of the device at the manufacturer's service center, the device failed at test step, the device active exhalation control module was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.